Event description:
The customer reported to olympus, the video system center had no video operation from the scope video connector. The issue was found during routine inspection by customer. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image on the monitor screen from the scope connector composite output due to a faulty printed circuit board. Additionally, the printed circuit board had burn damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: h3, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: faulty printed circuit board. The event can be prevented by following the instructions for use which state: confirm that there is no dust on the ventilation grills. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. Olympus will continue to monitor field performance for this device.